Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a migration of the receiver/stimulator resulting in a performance decrement. The patient underwent a surgical procedure to explant the internal device on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).